Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified deformation and fold creases. Cloudiness in the gel was observed after the autoclave cycle. A weight test of the explanted material was completed and it was within specification. Based on the device analysis, the final assessment is no observations found related with the complaint reported by the physician.

Event description:
Additionally, healthcare professional reported in the operative report the left side capsular contracture as baker grade IV.

Event description:
Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. The reason for reoperation is capsular contracture, baker grade iii. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported left side capsular contracture, baker grade iii. Device remains implanted.